Event description:
During baxter's functional testing it was found that a spectrum pump had constant downstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, false upstream occlusion alarms were confirmed. Further evaluation was unable to reproduce the false upstream occlusion alarms. The device was out specification due to a wide inscribed pin dimension, that has been known to cause false upstream occlusion alarms. The upstream sensor was replaced to correct this condition.